Event description:
It was reported while using BD BACTEC¿ Lytic/10 Anaerobic/F Culture Vials (plastic), there was biological contamination seen in one sample identified as Streptococcus thermophilus. No adverse impact was reported regarding the patient or user.This is report 2 of 4.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.